Manufacturer narrative:
The customer representative called to arjo and informed that the citadel plus side rails (left and right) were damaged. The customer requested to establish the parts needed to repair the device. On 27 apr 2022, the arjo service technician identified based on the photos of the claimed bed that the left side rail was detached from the bed frame because the side rail lower arm was broken in two pieces. The right side rail panel was loosen. Additionally, the other faulty parts were found (pedal rubbers were missing and power drive handle was broken). The bed was damaged at time of transfer between wards. No patient was involved when the malfunction occurred. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with side rail condition (it was mechanically damaged) and circumstances in which the bed was damaged (the bed was damaged at time of transfer between wards). According to citadel plus instruction for use (831.374): ¿ensure pathway is clear or cords, hoses and obstacles before driving bed forward or backwards.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. To conclude, the side rails were damaged and from that perspective the citadel plus bed did not meet the performance specification. No patient was involved. No injury was reported. The complaint was decided to be reportable due to the side rail detachment.

Event description:
The customer representative called to arjo and informed that the citadel plus side rails (left and right) were damaged. The customer requested to establish the parts needed to repair the device. On 27 apr 2022, the arjo service technician identified based on the photos of the claimed bed that the left side rail was detached from the bed frame because the side rail lower arm was broken in two pieces. The right side rail panel was loosen. Additionally, the other faulty parts were found (pedal rubbers were missing and power drive handle was broken). The bed was damaged at time of transfer between wards. No patient was involved when the malfunction occurred. No injury was reported.